Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, before vitrectomy surgery blade of an ophthalmic trocar was found to be blunt. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.